Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump had rebooted without alarming for replace battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/22/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2014 with the following results: a review of the pump¿s black box showed one unexplained reboot and evidence of excessive battery use and short battery life. Multiple low battery warnings were observed in the alarm history. A battery compartment crack was observed; however the battery cap was able to fully tighten on to the pump. The pump failed a leak test at the battery compartment crack and evidence of moisture corrosion was visible on the battery cap. The pump was able to power on and the current draws were found to be within specifications. The pump cover was opened and no internal moisture or loose components were found. Unrelated to the complaint, the display screen was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.